Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a question as to why the device is not lasting as long as expected. The device remains in use. No patient complications have been reported as a result of this event.